Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose over 600 mg/dl. Customer¿s current blood glucose value is 526 mg/dl. The customer experienced symptoms such as nausea. Troubleshooting was done for high blood glucose and under delivery however, declined to further troubleshoot the issue. The customer also states the cannula was bent. The insulin pump will not be returned for analysis.